Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes mitek received and evaluated the complaint device. Visual inspection revealed the left side of the lower jaw's insert is bent downwards, confirming this complaint. The device was functionally tested by actuating the jaw lever, and the jaw-to-shaft pin was noted to be broken. A needle was loaded into the device and the device was tested on a rubber strip. The needle deployed and became stuck in the deployed position. The needle lever was manually pushed back to return the needle to its original position. The needle¿s inability to retract as intended is a result of the misalignment of the two sides of the bottom jaw. The bent portion of the bottom jaw indicates blunt force impact. It was reported that the event occurred during sterilization, indicating device mishandling. Additionally, the observed jaw-to-shaft pin failure is typically attributed to user technique. Clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw-to-shaft pin, resulting in shearing of the pin. Review of the device history record for this lot of devices released for distribution indicated that this batch of product was processed without incident; therefore there is no internally assignable cause for the reported issue. Review of the depuy synthes mitek complaints system revealed one similar complaint and two dissimilar complaints for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep via phone call that his stock instrument expressew iii with hook failed on a rotator cuff procedure as the device broke during sterilization a day prior to the case. Rep stated the jaw broke. There was no adverse patient consequence or time delay. The sales rep was not present. The device will be returned for evaluation.